Event description:
A hemodialysis user facility has reported an issue with the combi seti line. It has been reported that the tubing is soft and when it is warm, it kinks. Reportedly this kink occurred on the arterial line. No report of injury or ill effect has been reported. There is no sample available for evaluation.